Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery while false priming. Customer stated it was due to too much pressure on the piston. The customer was assisted regarding false prime. Customer's blood glucose was 195 mg/dl. No further information provided.